Event description:
According to the available information, while attempting to place the dynamic anchor into the obturator membrane, the sling became detached from the static anchor upon reversal of the introducer. A second altis was opened and the procedure was completed successfully. It was noted the dissection was at least 1.5cm wide and dissected back to the sulcus and there was no unique patient anatomy.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.